Manufacturer narrative:
The device was received. Visual and functional analysis was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported material rupture was likely due to case related circumstances. It is likely that the pinhole rupture occurred due to interaction with the heavy lesion calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The armada balloon dilatation catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily calcified left anterior tibial artery. Slight resistance was felt with the lesion when advancing the steelcore guide wire. When removing the steelcore guide wire; the guide wire core separated in two pieces inside the non-abbott balloon catheter. The devices were removed together. No portion remained in the patient. A new guide wire was used and the 2.0mm x 200mm x 150cm armada balloon dilatation catheter (bdc) was advanced. During inflation, a balloon pinhole occurred. The procedure was complete at this point. No additional devices were used. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.